Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the products, and an evaluation of the returned devices. The visual inspection of the devices noted the instruments were partially applied. The instruments were jammed. The tab at the proximal end of two instruments was broken. This observed condition was confirmed to be caused by the incorrect removal of a piece of the paper wrap that covers the stapler handle prior to use. If the device handle is actuated with the packaging still attached to the device, the tab will break causing the device to malfunction. This can cause staple jamming, unsuccessful firing, staple malformation and other similar outcomes. A product improvement has been initiated to prevent the broken tab condition from recurring. Replication of the jammed condition may occur if the handle is not completely compressed during application. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter,the staple was stuck and could not be deployed.